Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for delivery of 5fu (fluorouracil), with vtbi (volume to be infused) of 88ml and the delivery was started. The customer contact reported the duration of the delivery was 2 days. No further programming parameters were provided. After an unspecified length of time, the homecare pt reported the device sounded an unspecified alarm. At that time, the pt powered off the device. The customer contact reported the nurse went to the pt's home the following morning, powered the device on, reprogrammed an unspecified increased rate and started the delivery. At 1700, the nurse noted 73ml remained in the container, instead of the expected empty container. The device was removed from clinical service. The physician was notified. The volume remaining was discarded. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Therapy was resumed with a replacement device for the next scheduled dose. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.23ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates on (B)(6) 2011 at 0913, the device was programmed for ml/hr only delivery, with a 2ml/hr rate & an 88ml vtbi. At 0914, the device was powered off. Between 1103 & 1104, the device was powered on & powered off. Between 1313 & 1320, the device was powered on & the delivery was started. At 0000 a new date stamp of (B)(6) 2011 occurred. Between 2139 & 2155, an air in line alarm occurred & was silenced 2 times, the delivery was stopped, a start alarm occurred & the device was powered off. On (B)(6) 2011 between 0845 & 0908, the device was powered on, delivery was started & stopped 2 times. At 0909, the device was reprogrammed to deliver at a rate of 2.6 ml/hr & the delivery was started. Between 1654 & 1708, a check cassette alarm occurred, the delivery was stopped, silence key pressed, a start alarm occurred & was silenced, cassette inserted, delivery started. At 1711, the delivery was stopped & the device was powered off. A review of the history the device indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.